Event description:
On monday, 1 june 1999, information was received by the innerdyne, inc quality compliance department from project marketing representative, regarding one (1) incident involving a revas product. The episode occurred at hospital, during a diagnostic coronary catheterization procedure under the hand of a dr. Arterial access was achieved with an 18g needle using standard technique, with successful introducer wire placement in thefemoral region. The revas radially expanding sleeve was advanced over the wire, to the skin. Upon vessel entry, resistance was noted and an attempt was made to backup the sleeve. During this technique, apposition was lost between the inner-dilator tip and the sleeve, which was confirmed via fluoroscopy. With several unsuccessful attempts to regain apposition, the entire delivery system was withdrawn under substantial force from the patient. Upon retrieval, it was noted that the distal tip of the inner-dilator was missing. The attending physician was brought in, and the case particulars were reviewed wherein it was discovered that the revas access system was being placed through a dacron femoral graft in order to establish femoral access. The location of the dislodged tip was observed using fluoroscopy. Attempts to retrieve the tip via soft tissue dissection were unsuccessful, and it was determined that the tip was unretrievable. The wire was removed, hemostasis achieved, and the procedure continued with a second arterial access at the same site. The procedure was brought to conclusion and the patient was closed, taken to recovery, and is reported fine at this time without medical sequelae. Therefore, the event is reported for the leaving of a foreign material in the abdominal region. Secondary surgical intervention, above and beyond the original procedure, was undertaken for retrieval of the dislodged piece, which was unsuccessful.